Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the debug log and verified the user's authentication status through structured query language (sql). The tss confirming that the user ID had successful logins on (B)(6) and (B)(6) 2026. Multiple attempts were made to contact the customer to confirm whether the issue was still present. The system function as intended and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple users were unable to authenticate and log in to the station. The authentication failure prevented several users from accessing the system. As there was only one station available, the inability for users to log in caused delays in medication dispensing and disrupted normal workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.